Event description:
It was reported that the patient presented with high defibrillation impedance on their right ventricular (rv) lead. The impedance was chronically noted to be around and above the upper limit at times. No intervention took place at the time and the patient would continue to be monitored. The patient condition was stable.